Event description:
Additional information stated that the physician was unable to aspirate the catheter during the surgery. It should be clarified that the following information occurred on the new replacement pump: [the pump was primed with 0.199ml on the back table and the catheter was not primed. It was calculated that the patient could have gone without drug for 17 hours and might have started getting drug again 46 hours after implant. Patient would have received the drug in the catheter for 28 hours and then would not have gotten drug for up to 17 hours. Patient was noted to have experienced an underdose, withdrawal.]

Event description:
It was reported that the pump was replaced and a new catheter was added to the existing catheter. The pump was primed with 0.199ml on the back table and the catheter was not primed. It was calculated that the patient could have gone without drug for 17 hours and might have started getting drug again 46 hours after implant. Patient would have received the drug in the catheter for 28 hours and then would not have gotten drug for up to 17 hours. Patient was noted to have experienced an underdose, withdrawal. Drug delivered was morphine 30mg/ml at daily dose of 4.5mg/day. It was later reported that the patient experienced extreme pain and a dye study was done that showed a kink near the pump. Surgery was done to correct and patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk; pump ID 8637-40 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the healthcare provider replaced the patient¿s pump, the patient had ¿kinked line¿ so the patient had ¿a bad 24-36 hours, post replacement. The patient had withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-feb-08 from the consumer. It was reported that during the event about "3 or 4 years ago," the patient was sicker than ever. The patient was sick all night and the next day. The cause of the kink was unknown.